Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. Prior to the peritonitis onset, the patient was hospitalized for another indication. On the same day as the event onset, the patient was treated with vancomycin injection (1gm per bag, intraperitoneal, ongoing, frequency and duration were not reported) and amikacin injection (150mg per bag, intraperitoneal, ongoing, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.